Event description:
Boston scientific received information that the communicator's power supply was hot and smelled like it was burning. The communicator was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual observation noted that the communicator power brick case was melted. There was a whining noise from the power brick when plugged in. The power brick got warm after 20 minutes and reached 51.5 degrees celsius. The communicator passed all baseline testing with a known good power supply. Laboratory analysis confirmed the reported observations.